Manufacturer narrative:
The reported event was unconfirmed since the product met specifications. Visual inspection noted 3 unopened hydrosil intermittent catheters in packaging were received. No obvious defects were noted. Further testing was required. Samples were tested. The catheter's outer diameter measured to be 0.0870 and 0.0785 inches, which were found to be within specification (0.079 +- 0.013 inches). The product met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed as the reported event was unconfirmed. Corrections: d, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that some of the intermittent catheters were visibly larger in size (diameter) than the other catheters within the same box..

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that some of the intermittent catheters were visibly larger in size (diameter) than the other catheters within the same box.